Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat severe osteoarthritis. The patella was resurfaced and depuy cement x1 was utilized. The procedure was completed without complications. Patient¿s right knee was revised to treat pain and instability secondary to suspected tibial tray loosening. Upon entering the joint, the surgeon identified and excised periarticular scar tissue. The tibial tray was loosened and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised to accommodate the revision products. There was no reported product problem with the revised tibial insert. The patella was retained. The patient was revised with a competitor revision knee construct. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> product code 150600004 work order (B)(4) was manufactured on 04-april-2013. (B)(4) parts were manufactured per specification and all raw materials met specification.